Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
There was no patient involvement. It was reported that "the machine displayed on the screen an incorrect and fixed value of the helium available in the canister." As a result, the he regulator assembly was replaced, and the machine was returned to service.

Event description:
There was no patient involvement. It was reported that "the machine displayed on the screen an incorrect and fixed value of the helium available in the canister." As a result, the he regulator assembly was replaced, and the machine was returned to service.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of "incorrect pressure value" is not confirmed; however, a large leak was detected at regulator fitting during the complaint investigation. The root cause of the pressure regulator leakage is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.